Manufacturer narrative:
(B)(4). Batch # n56j8j. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number you provided for the pve35a device, n92ybg, is not a valid lot number. Do you have the correct batch and/or lot number for the device: we are unable to verify the lot number. The lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic left nephrectomy procedure, the registrar went to fire the device over quite a small vessel. The device sounded fine when it was firing, however, when they opened the stapler they noticed that the staples on the right hand side of the reload had not formed into a b shape. Instead, they appeared loose in the patient in their original state with legs still sticking up. No harm was done to the patient as it was only a small vessel and they could easily control any bleeding. After, the doctor fired another reload over a glove to see if the stapler was still working, the staples formed like normal. The rep suggested the best thing was to get a new stapler and reload for the next firing. The doctor was happy to do so and the subsequent firings worked well. There was a five-minute delay, no adverse event. There were no adverse consequences for the patient reported.